Event description:
On (B) (4) 2008, the "leak" alarm sounded from the pump and blood was noted in the catheter tubing. The doctor tried to remove the iab, but it was stuck inside the pt's iliac artery and there was injury to artery. Pt expired on (B) (4), 2008. Datascope was notified, it was unk if the pt's death was attributed to the event.